Event description:
Patient having peri valvular leak repair procedure. During case md reports that wire broke off while in patients body. Patients body scanned after procedure under fluoroscopy. No wire found in patients body. Patient moving all extremities after procedure. No neurological deficits noted by rn.